Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Supplemental report submitted to update lab evaluation details from 04-nov-22.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor was unable to release the stent. "As per cc form": while trying to release the stent the release system didn't work and was visible a blue wire in the point of yellow marker lab evaluation 28th sep 2022: visual inspection; inner cannula exposed; red luer lock in place. Functional inspection: actuating as intended; unable to deploy stent. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 16-nov-2023.

Manufacturer narrative:
Device evaluation: the evo-10-11-6-b of lot c1926970 involved in this complaint was returned for evaluation, without its original opened packaging. The device evaluation was complete on 28th sep 2022 and subsequent re evaluation on 04th nov 2022. On evaluation of the devices the following was observed: inner cannula exposed at back of handle. Red luer( safety wire) in place. Handle actuating fine for deployment and recapture. Unable to deploy stent. On re- evaluation of the devices the following was observed: broken flexor observed (clear section). Safety wire exposed at break of flexor (clear section). Analysis and identification of the cannula residues and comparison to the loctite adhesives loctite 4061(rmn25-066) & loctite 4161(rmn37-099) was carried out but the results were inconclusive , there is no indication that a manufacturing error occurred during the manufacturing of the work orders involved in complaint files. As per image provided, device is not fully visible, only handle is partially visible and it appears to be intact. Manufacturing records: prior to distribution all devices are subjected to a visual inspection and functional inspection to ensure device integrity. A review of the manufacturing records of lot number c1926970 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: the review of relevant manufacturing records of lot number c1926970 confirms the failure mode has not previously occurred for this work order. Instructions for use and/label the instructions for use, ifu0062 which accompanies this device, instructs the user to; "visually inspect with particular attention to kinks, bends and breaks. If an abnormality is detected that would prohibit proper working condition, do not use¿. There is no evidence to suggest that the customer did not follow the instructions for use. Image review: an image was not returned for evaluation. Root cause analysis a definitive root cause could not be determined. A possible root cause could be attributed to broken flexor (clear section). It is possible that the broken flexor contributed to the inner cannula protruding from the handle. It is likely that the broken flexor and attempted deployment of the stent would cause a build of pressure which may have caused to the inner cannula to protrude from the back of the handle resulting in the customers issue with stent deployment. A possible root cause of the broken flexor may be attributed to a tortuous path however as limited information was received the cause of this broken flexor could not be conclusively determined. The flexor break would have caused the safety wire to become exposed which was reported by the customer. Confirmation of complaint complaint is confirmed based on visual and/or functional inspection. Corrective action/ correction complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation according to the customer the stent was unable to be deployed, a blue wire was visible at the yellow marker. Confirmed quantity of 1 device, confirmed used. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence. Investigation findings conclude that a possible root cause could be attributed to the flexor break(clear section).

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
The doctor was unable to release the stent. As per customer complaint reporting form received on 22-aug-2022: while trying to release the stent the release system didn't work and was visible a blue wire in the point of yellow marker. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.